Event description:
The rptr states the handle disintegrated after repeated autoclavings. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: the ultem handle material has been upgraded to improve the reliability and durability of the instrument handle.